Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 10.6mmol/l. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratched lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.